Event description:
Uneventful laminectomy. Post-op day 1 nurse found blake drainage tubing lying in pt's bed, "broken off" at "hub" at level of skin. Retained tubing. Drain removed under fluoroscopy. No further sequelae.